Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photograph shows a vicryl vio device product code w9030, the label is damaged. The image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: was the integrity of the seal compromised? [Ans: no. It was brand new. The nurse opened when it requested by surgeon]. Did the packaging look damaged? [Ans: no]. Where there any quality issues noted prior to the packaging being handled? [Ans: no]. Please confirm that there was no adverse patient outcome. [Ans: unknown]. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open laparotomy and total pancreatectomy surgery for vessels ligation on an (B)(6) 2022 and suture was used. After several times of using this ligature reel, the scrub nurse found that the paper label is peeling off layer by layer. And they have concern that will be any residual leaving inside the patient. There were no patient consequences reported. Additional information was requested.